Event description:
In 2007, the patient reported that she has been experiencing chronic occlusion errors (e4) while attempting to bolus. She stated that she has tried several different types of infusion sets (including competitor brands) and continues to receive the error. The patient's blood glucose ws elevated to 600 mg/dl. Her normal blood glucose range is 100-150 mg/dl. To troubleshoot the patient was instructed to disconnect from her infusion site and to perform a bolus. The infusion device occluded. The patient was then instructed to remove her insulin cartridge, adapter, and infusion tubing as one unit and to retract the piston rod. She was then educated on how to properly adjust the piston rod and she re-inserted the insulin cartridge, adapter, and infusion tubing and performed a prime. The infusion device occluded. She was then instructed to remove all of her accessories and she was able to prime without error. The patient was instructed to re-insert only the insulin cartridge and to perform a prime and the infusion device occluded. She was away from home, and did not have replacement products to troubleshoot. The patient was sent replacement insulin cartridges. Upon follow up, the patient stated that she had not experienced any further errors since the initial report. She stated that the insulin cartridges were expired, and she believes this was the cause of the issue. She stated that her blood glucose was "perfect" and the infusion device was operating properly. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.